Manufacturer narrative:
(B)(4). G2: foreign: japan. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Unable to confirm complaint as no product was returned or images provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device location is unknown.

Event description:
It was reported that the tip of the threaded shaft broke off during insertion of the cup. All fragments were recovered. The surgeon noted that the tip of the shaft was protruding from the cup. The product was discarded due to damage. There is no additional information available at the time of this report.